Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that air was in the infusion line during surgery. The surgeon clamped the line and was able to complete the procedure with no harm to the pt.